Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged false positive results were acquired. There was no report of patient impact. The following information was provided by the initial reporter: "it was reported by the customer that the instrument had displayed drawer c 9 false positive bottles. They stated they had a measurement failure on (B)(6) 2022 and right after that all the bottles came positive from drawer c row e. Customer states there were five 442023 bottles and four 442021 bottles affected. They gram stained the bottles and did subculture on all bottles. No organisms were seen on any gram stain and subcultures to date have not grown anything. 4 bottles are being incubated manually and it was advised for them to hold them for 7 days total instead of 5 and then subculture and gram stain at end of incubation period. The remaining 5 bottles were placed back into the bactec and the incubation time was increased from 5 days to 7 in the bactec. Walked customer through how to pull up plots and they will scan and send them in for the bottles when they send the log files in. "

Event description:
The following information was provided by the initial reporter: "it was reported by the customer that the instrument had displayed drawer c 9 false positive bottles. They stated they had a measurement failure on feb/09/2022 and right after that all the bottles came positive from drawer c row e. Customer states there were five 442023 bottles and four 442021 bottles affected. They gram stained the bottles and did subculture on all bottles. No organisms were seen on any gram stain and subcultures to date have not grown anything. 4 bottles are being incubated manually and it was advised for them to hold them for 7 days total instead of 5 and then subculture and gram stain at end of incubation period. The remaining 5 bottles were placed back into the bactec and the incubation time was increased from 5 days to 7 in the bactec. Walked customer through how to pull up plots and they will scan and send them in for the bottles when they send the log files in. "

Manufacturer narrative:
H6 investigation summary : customer reported "false positives" on a bd bactec fx bottom instrument (p/n 441386, s/n (B)(6)). Field service engineer (fse) was dispatched and replaced the rack with a rev 13 rack with incorporated shorting pins. The new revision racks were implemented as result of a prior CAPA to address voltage fluctuation. The instrument is deemed functional and handed over to the customer for use. This is a confirmed failure of the bd product for voltage issues. Root cause of false positives is not known. Review of device history record for this instrument not required for this complaint. The complaint was evaluated via other elements of the investigation. The results of this evaluation have not identified any new hazards, new risks, or specific trends. Service history review was performed for this instrument and no additional work orders were observed for the complaint failure mode reported. Samples were received in the form of log files and indicated drawer c rows ef with low -2.50v and c-f03 with a transient/dq failure. Bd quality will continue to closely monitor for trends associated with this failure.